Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure coils embedded in myometrium bilaterally, left essure coils in uterine walls") and pelvic pain ("chronic pelvic pain, sometimes burning, stretching or pulling, 7/10 on its worst") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of smoker (every day) in 2015, insomnia in 2014, rheumatism in 2012 and endometriosis, anxiety, spontaneous abortion (3), d & c, depression, herpes zoster, heart murmur, water retention (due to prednisone, treated with diuretics), hypertension, thrombosis retinal vein (due to behcet's disease), parity 1 (live) and multi gravida (4). Previously administered products included: contraceptives for contraception. The patient had a family history of colon cancer, lung cancer, emphysema and insomnia. As concurrent condition the report mentioned behcet's disease. The only concomitant product mentioned was prednisone. On (B)(6) 2015, the patient had essure inserted. In 2021, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2023. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (essure removal by total laparoscopic hysterectomy on (B)(6) 2023 and essure removal by total laparoscopic hysterectomy, adhesiolysis, fulgeration of endometriosis). The reporter considered embedded device and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2015: sterilization: diagnostic hysteroscopy with bilateral essure tubal occlusion. Findings: normal-appearing intrauterine cavity. Normal-appearing tubal ostium bilaterally. [Magnetic resonance imaging] on (B)(6) 2015: impression: unremarkable unenhanced mra and mrv of the head. No appreciable evidence of luminal irregularity to suggest large vessel central vasculitis. No evidence of venous sinus thrombosis. [Ultrasound pelvis] on (B)(6) 2015: clinical indication: menorrhagia. Findings: the uterus measures 7.6 x 4.5 x 4.8 cm and is anteverted in position. The endometrial stripe measures 5 mm, which is normal for patient age. There is a 24 x 15 x 16 mm intramural fibroid in the posterior uterine body. The right ovary measures 3.1 x 2.2 x 2.4 cm, and the left ovary measures 3 x 1.9 x 2.5 cm. No adnexal mass is seen. Normal ovarian blood flow and waveforms identified. No evidence of significant pelvic free fluid is noted within the cul-de-sac or adjacent to the adnexa. [Ultrasound scan vagina] on (B)(6) 2022: uterus anteverted, 8.7x6.5x4.6cm heterogeneous myometrium with posterior intramural fibroid, 1.4x1.1x1.2cm bilateral essure coils are proximal with uterine wall penetration em 3mm bilateral ovaries of normal size and appearance. No abnormal adnexal masses. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure coils embedded in myometrium bilaterally, left essure coils in uterine walls") and pelvic pain ("chronic pelvic pain, sometimes burning, stretching or pulling, 7/10 on its worst") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of smoker (every day) in 2015, insomnia in 2014, rheumatism in 2012 and endometriosis, anxiety, spontaneous abortion (3), d & c, depression, herpes zoster, heart murmur, water retention (due to prednisone, treated with diuretics), hypertension, thrombosis retinal vein (due to behcet's disease), parity 1 (live) and multi gravida (4). Previously administered products included: contraceptives for contraception. The patient had a family history of colon cancer, lung cancer, emphysema and insomnia. As concurrent condition the report mentioned behcet's disease. The only concomitant product mentioned was prednisone. On (B)(6) 2015, the patient had essure inserted. In 2021 she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2023. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (essure removal by total laparoscopic hysterectomy on (B)(6) 2023 and essure removal by total laparoscopic hysterectomy, adhesiolysis, fulgeration of endometriosis). The reporter considered embedded device and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2015: sterilization: diagnostic hysteroscopy with bilateral essure tubal occlusion. Findings: normal-appearing intrauterine cavity. Normal-appearing tubal ostium bilaterally. [Magnetic resonance imaging] on (B)(6) 2015: impression: unremarkable unenhanced mra and mrv of the head. No appreciable evidence of luminal irregularity to suggest large vessel central vasculitis. No evidence of venous sinus thrombosis. [Ultrasound pelvis] on (B)(6) 2015: clinical indication: menorrhagia. Findings: the uterus measures 7.6 x 4.5 x 4.8 cm and is anteverted in position. The endometrial stripe measures 5 mm, which is normal for patient age. There is a 24 x 15 x 16 mm intramural fibroid in the posterior uterine body. The right ovary measures 3.1 x 2.2 x 2.4 cm, and the left ovary measures 3 x 1.9 x 2.5 cm. No adnexal mass is seen. Normal ovarian blood flow and waveforms identified. No evidence of significant pelvic free fluid is noted within the cul-de-sac or adjacent to the adnexa. [Ultrasound scan vagina] on (B)(6) 2022: uterus anteverted, 8.7x6.5x4.6cm heterogeneous myometrium with posterior intramural fibroid, 1.4x1.1x1.2cm bilateral essure coils are proximal with uterine wall penetration em 3mm bilateral ovaries of normal size and appearance. No abnormal adnexal masses. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.